Event description:
Erosion of the pocket was reported. The lead was removed and replaced. The full lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The aware date of the initial event was 2012 (B)(6). Of note, the pocket erosion resulting in the lead¿s removal and replacement (serious injury) is normally submitted via the asr inf <(>&<)> eros submission that would have been due on 2013-01-31. The final analysis results were subsequently received on 2013-01-15, and revealed an out of specification (oosp) finding. The oosp finding results in model 6949 no longer qualifying for asr inf <(>&<)> eros reporting; therefore, model 6949 is being submitted as a timely event with the bimonthly submission due 2013-02-10. Product event summary #(B)(4) - the full lead was returned to the manufacturer, analyzed, and tested out of specification. The proximal conductor was flexed and fractured. The distal conductor had over-rotation. The over-lay tubing was melted, kinked/buckled, had cosmetic environmental stress cracking, and blood ingression. The outer insulation had cosmetic depression. The distal electrode was covered with blood, a visually the lead was stretched. (B)(4).